Event description:
The complainant reported a patient noted with post-op left ventricular assist device (lvad) was implanted with an impella rp device for mechanical circulatory support. During implant, pump was deemed to be faulty due to minimal flows. Pump was explanted and replaced with another impella rp pump. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.